Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, and eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount, under infusing etoposide during therapy. The programmed amount was 549 ml at a rate of 600 ml/hr, there was still drug left in the ag so the nurse increased the rate to 650 ml/hr. After 50 ml was infused, the nurse titrated it again to 725 ml/hr in order to empty the bag. Any pt involvement, injury or med intervention is unk.